Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, the device was also observed to have fluid ingression on the downstream sensor. The devices event history log was reviewed for evidence of the reported event, air in line? Was found in the log. To conduct functional testing, the air detector was tested on a pressure station, and customer problem was duplicated. The air detector was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a device was alarming air-in-line detected when placed on a set during testing. Tried on multiple sets. There was no patient injury.